Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the diarrhea. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient began remedial treatment with injection vancomycin 2 grams loading dose ip, injection fortum 1 gram ip (frequency not reported) and injection fortum 1 gram maintenance dose daily ip od for 14 days. As of the time of this report, the event of peritonitis was resolving, and the outcome of the diarrhea was not reported. Dianeal therapy was ongoing. The nurse believed the event of peritonitis was unrelated to dianeal therapy, but did not provide an opinion of causality for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.